Manufacturer narrative:
The samples were collected in a 5cc vacutainer, less than 2 hours after sample was drawn, and stored at room temperature. Controls run before and after the event and recovered within range. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Per the customer, there are two yellow striped tubes that pass through the triple pinch valve (pv66) over the vacuum isolator chamber (vic). The yellow stripe tubing on the top is not used (it is not connected on the other side of the feed trough metal fitting). The other tubing (the one in the bottom) is used to vent the low vacuum and waste chamber (vc1). The vc1 supplies low vacuum (6 inches) to the red blood count (rbc) and white blood count (wbc) vacuum isolator chambers during the complete blood count (cbc). The customer indicated that a hole was in the vent line tubing of the vc1, which can cause a leak of the 6 inches vacuum affecting the rbc and wbc results. A field service engineer (fse) was dispatched and replaced the worn yellow stripe tubing and verified the repair per established procedures. The instrument performed within published performance specifications. The root cause is attributed to the worn yellow stripe tubing. Per product labeling: the hmx hematology analyzer and hmx hematology analyzer with autoloader use triplicate counting, strict voting criteria, and proprietary flagging algorithms to confirm parameter results prior to reporting. After coincidence correction, the system compares the data from the three count periods then votes and rejects any questionable data. Voting occurs for: wbc, rbc, plt, mcv, rdw, and mpv. If the system finds disagreement among all the count periods or some other internal criteria are not met, the system displays and prints a total voteout code (-----) instead of the parameter result. The hmx hematology analyzer with autoloader provides you with various data, flags and graphical representations that are designed for use as an integrated report. To assure that your system provides you with the most meaningful and accurate results, set up all definitive limits according to your laboratory's established reference ranges and use all report outputs for decision-making purposes. Setting definitive limits is essential if you use condition messages in decision making. Use all the flagging options (suspect, definitive, high/low, parameter codes and your laboratory's flagging criteria) to optimize the sensitivity of the instrument results. Do not single out one system message or output, such as a histogram or scatterplot, to summarize the specimen or patient's condition.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter hmx autoloader analyzer generated erratic platelet (plt) results on approximately thirty (30) patient samples. The customer only provided data on three (3) patient samples, which revealed that all of the platelet results on the initial run were erroneously high and displayed instrument generated flags. The customer verified all platelet counts manually and ran the samples again once the instrument had been serviced. One erroneously high result (patient #2) was reported out and an amended report was issued. The customer stated that the platelet background on the instrument was high and patient samples exhibited erratic platelet results when even when rerun on the same instrument. There was no death, injury, or change to patient treatment associated with this event.